Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after filling the syringe with insulin, the customer was unable to remove the air bubbles. The customer used another needle and the air bubbles were successfully removed. The cartridge load process was completed and insulin delivery was resumed. The customer's blood glucose (bg) level was 262 mg/dl and a correction bolus was delivered to address the bg level.